Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), medical device pain ("abdominal pain/ chronic essure related pain/chronic left side"), genital haemorrhage ("continous heavy bleeding for a year and a half / heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included back pain, asthma, headache, tv trichomonas vaginalis, jaw pain, depression and pelvic pain. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: vicodin and methylprednisolone. Concurrent conditions included obesity, unspecified, multiple sclerosis since 2006, dysfunctional uterine bleeding, uterine bleeding and hyperthyroidism. Concomitant products included interferon beta-1b (betaseron) for immunosuppressant drug therapy as well as ibuprofen, medroxyprogesterone (depo provera) and vicodin. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") on (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2014, the patient experienced medical device pain (seriousness criteria disability and intervention required), depression ("symptoms of depression / depression"), dyspareunia ("pain during intercourse"), migraine ("severe migraines"), weight decreased ("weight loss"), nausea ("nausea"), female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain"), weight fluctuation ("weight fluctuation"), anaemia ("anemic") with fatigue and headache ("headaches"). The patient was treated with oxycocet (percocet), morphine, iron, surgery (total abdominal hysterectomy with bilateral salpingectomy.) And surgery (total hysterectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, medical device pain, uterine haemorrhage, back pain, depression, weight fluctuation, dyspareunia, migraine, anaemia, weight decreased, headache, nausea, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown and the alopecia was resolving. The reporter considered alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, medical device pain, menorrhagia, migraine, nausea, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: in 2015, plaintiff¿s symptoms grew so severe that she was sent to the emergency room twice. On (B)(6) 2016 plaintiff was put on leave from work as result of chronic essure related pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Current weight: 175 lbs . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine hemorrhage(confirming genital hemorrhage) pelvic pain, vaginal bleeding and dyspareunia." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-mar-2018: reporter information was updated. This case concerns 33 year old patient. Her demographic was updated. Lab data was added. Essure insertion and removal was updated. Essure indication was amended. Concomitant medication was added. Following events were added: perforation (fallopian tube), weight loss, headaches, abnormal bleeding (menorrhagia/vaginal), nausea, apareunia (inablity to have sexual intercourse) bladder problems, urinary problems and she did not undergo essure confirmation test. She had recovered form events: abnormal bleeding, dysmenorrhea and hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('abdominal pain/ chronic essure related pain/chronic left side') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, asthma, headache, tv trichomonas vaginalis, jaw pain, depression and pelvic pain. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: vicodin and methylprednisolone. Concurrent conditions included multiple sclerosis since 2006, obesity, unspecified, dysfunctional uterine bleeding, uterine bleeding and hyperthyroidism. Concomitant products included interferon beta-1b (betaseron) for immunosuppressant drug therapy as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and medroxyprogesterone acetate (depo provera). In (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6)2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required). In (B)(6)2014, the patient experienced weight fluctuation ("weight fluctuation") and migraine ("severe migraines"). In (B)(6)2014, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"). In (B)(6)2014, the patient experienced back pain ("back pain"). In 2014, the patient was found to have weight decreased ("weight loss") and experienced nausea ("nausea"). In (B)(6)2014, the patient experienced depression ("symptoms of depression / depression"). In (B)(6)2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6)2015, the patient experienced anaemia ("anemic") with fatigue. In (B)(6)2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("continous heavy bleeding for a year and a half / heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and headache ("headaches"). The patient was treated with iron, morphine, oxycodone hydrochloride;paracetamol (percocet) and surgery (total abdominal hysterectomy with bilateral salpingectomy. And total hysterectomy performed on (B)(6)2016). Essure was removed on (B)(6)2016. On (B)(6)2016, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine haemorrhage, back pain, depression, weight fluctuation, migraine, anaemia, weight decreased, headache, nausea, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: in 2015, plaintiff¿s symptoms grew so severe that she was sent to the emergency room twice. On (B)(6)2016 plaintiff was put on leave from work as result of chronic essure related pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Current weight: 175 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine hemorrhage(confirming genital hemorrhage) pelvic pain, vaginal bleeding and dyspareunia." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Outcome of the events abdominal pain, hair loss and dyspareunia were updated, onset date of the events were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('abdominal pain/ chronic essure related pain/chronic left side') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, asthma, headache, tv trichomonas vaginalis, jaw pain, depression and pelvic pain. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: vicodin and methylprednisolone. Concurrent conditions included multiple sclerosis since 2006, obesity, unspecified, dysfunctional uterine bleeding, uterine bleeding and hyperthyroidism. Concomitant products included interferon beta-1b (betaseron) for immunosuppressant drug therapy as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required). In (B)(6) 2014, the patient experienced weight fluctuation ("weight fluctuation") and migraine ("severe migraines"). In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inablity to have sexual intercourse)"). In (B)(6) 2014, the patient experienced back pain ("back pain"). In 2014, the patient was found to have weight decreased ("weight loss") and experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("symptoms of depression / depression"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2015, the patient experienced anaemia ("anemic") with fatigue. In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("continous heavy bleeding for a year and a half / heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and headache ("headaches"). The patient was treated with iron, morphine, oxycodone hydrochloride;paracetamol (percocet) and surgery (total abdominal hysterectomy with bilateral salpingectomy. And total hysterectomy performed on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine haemorrhage, back pain, depression, weight fluctuation, migraine, anaemia, weight decreased, headache, nausea, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: in 2015, plaintiff¿s symptoms grew so severe that she was sent to the emergency room twice. On (B)(6) 2016 plaintiff was put on leave from work as result of chronic essure related pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Current weight: 175 lbs. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine hemorrhage(confirming genital hemorrhage) pelvic pain, vaginal bleeding and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)') and abdominal pain ('abdominal pain/ chronic essure related pain/chronic left side') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, asthma, headache, tv trichomonas vaginalis, jaw pain, depression and pelvic pain. She had no history of suffering migraines prior to undergoing the implantation of essure. Previously administered products included for an unreported indication: vicodin and methylprednisolone. Concurrent conditions included multiple sclerosis since 2006, obesity, unspecified, dysfunctional uterine bleeding, uterine bleeding and hyperthyroidism. Concomitant products included interferon beta-1b (betaseron) for immunosuppressant drug therapy as well as hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain") and pelvic pain ("pelvic pain, especially on the left"). On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria disability and intervention required). In january 2014, the patient experienced weight fluctuation ("weight fluctuation") and migraine ("severe migraines / migraine headache"). In march 2014, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In may 2014, the patient experienced back pain ("back pain"). In 2014, the patient was found to have weight decreased ("weight loss") and experienced nausea ("nausea"). In june 2014, the patient experienced depression ("symptoms of depression / depression"). In september 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In april 2015, the patient experienced anaemia ("anemic") with fatigue. In december 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("continous heavy bleeding for a year and a half / heavy bleeding"), uterine haemorrhage ("abnormal uterine bleeding") and headache ("headaches"). The patient was treated with iron, morphine, oxycodone hydrochloride;paracetamol (percocet) and surgery (total abdominal hysterectomy with bilateral salpingectomy. And total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the genital haemorrhage, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved. At the time of the report, the fallopian tube perforation, uterine haemorrhage, back pain, depression, weight fluctuation, migraine, anaemia, weight decreased, headache, nausea, female sexual dysfunction, bladder disorder, urinary tract disorder and pelvic pain outcome was unknown and the abdominal pain, dyspareunia and alopecia had resolved. The reporter considered abdominal pain, alopecia, anaemia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight fluctuation to be related to essure. The reporter commented: in 2015, plaintiff¿s symptoms grew so severe that she was sent to the emergency room twice. On (B)(6) 2016 plaintiff was put on leave from work as result of chronic essure related pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Current weight: 175 lbs ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: uterine hemorrhage(confirming genital hemorrhage) pelvic pain, vaginal bleeding and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event "pelvic pain, especially on the left" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain/chronic essure related pain and continous heavy bleeding for a year and a half / heavy bleeding (interpreted as genital bleeding). She received percocet and morphine for the pain, and underwent a hysterectomy two years after insertion. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleeding, and abdominal/pelvic pain may occur within consumers under essure use. In the present case, she started to experience heavy bleeding and pain after essure insertion. Based on positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention and device removal were required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain/ chronic essure related pain") and genital haemorrhage ("continous heavy bleeding for a year and a half / heavy bleeding") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria disability and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain"), depression ("symptoms of depression / depression"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("severe migraines") and anaemia ("anemic") with fatigue. The patient was treated with oxycocet (percocet), morphine and surgery (total hysterectomy performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, dyspareunia, alopecia, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, weight fluctuation, dyspareunia, alopecia, migraine and anaemia to be related to essure. The reporter commented: in 2015, plaintiff's symptoms grew so severe that she was sent to the emergency room twice. On (B)(6) 2016 plaintiff was put on leave from work as result of chronic essure related pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdominal pain/chronic essure related pain and continous heavy bleeding for a year and a half / heavy bleeding (interpreted as genital bleeding). She received percocet and morphine for the pain, and underwent a hysterectomy two years after insertion. These events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including unscheduled and heavy bleeding, and abdominal/pelvic pain may occur within consumers under essure use. In the present case, she started to experience heavy bleeding and pain after essure insertion. Based on positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention and device removal were required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.